Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient's stimulator hadn't worked in several years and the issue began around 2008. Caller mentioned the implant wouldn't charge or hold a charge. Caller also stated the stimulator would work some and sometimes it wouldn't work and the patient didn't feel like they were getting any benefit from the implant. Caller inquired the patient's MRI compatibility. The patient was redirected to their healthcare provider to further address the issue.